Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD, implanted (B)(6) 2016. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. On (B)(4) 2016, lv lead impedance measured 57 ohms from a trend of 551 ohms.

Event description:
It was reported that the left ventricular (lv) lead exhibited a drop in impedance and all vectors for the lv lead had variable impedance. The lead had been implanted with a guidewire stuck in the lumen of the lead approximately a month and a half before this occurred. An x-ray was performed and the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.